Manufacturer narrative:
Concomitant medical products: product ID: 355024, lot# n310984, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported a power-on-reset (por). The impedances were checked and they were within-normal-limits. An rp was performed, which resolved the issue. No surgical intervention was required.